Event description:
It was reported a vns pt's generator was protruding and they would need revision surgery. In the operating room, it was noted the anchor suture was dislodged from the generator header and was the cause of the pt's generator migration. The generator was replaced and good faith attempts thus far have been unsuccessful in getting the product returned for product analysis. The pt had no fall or injury preceding the reported event.